Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow up. Upon interrogation the right atrial lead exhibited noise resulted in automatic mode switches. Some of the noise was able to be reproduced in clinic with isometrics, but not enough to make the device mode switch. The physician elected to program the atrial sensitivity. The patient would be monitored.

Event description:
New information received on june 25, 2018 indicates that the patient's atrial lead has exhibited additional episodes of lead noise. The noise was large in amplitude and could not be programmed around.